Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, ride side pelvic pain and left side pelvic area') in a 40-year-old female patient who had essure (ess205) (batch no. 12256113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena from 2002 to 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2009, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vag. Discharge"). On an unknown date, the patient experienced complication of device insertion ("doctor was having difficulty getting the coil in the tube"). The patient was treated with cefradine (brace) and surgery (scheduled surgery on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, nausea and complication of device insertion outcome was unknown. The reporter considered bladder disorder, complication of device insertion, dysmenorrhoea, dyspareunia, nausea, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and currently planning for essure removal current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: result total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, ride side pelvic pain and left side pelvic area') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12256113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena from 2002 to 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2009, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vag. Discharge"). On an unknown date, the patient experienced complication of device insertion ("doctor was having difficulty getting the coil in the tube"). The patient was treated with cefradine (brace) and surgery (scheduled surgery on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, nausea and complication of device insertion outcome was unknown. The reporter considered bladder disorder, complication of device insertion, dysmenorrhoea, dyspareunia, nausea, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and currently planning for essure removal current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: result total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: plaintiff fact sheet received. Case became incident. Removal details updated. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.